Manufacturer narrative:
Device investigation: results: there is a bend 0.5 cm from the distal end of the catheter and a slight ovalization over this length. At 7.5 cm from the distal tip there is a 0.3 cm long flat spot. A 0.032 inch mandrel was introduced into the hub and advanced distally. The mandrel stopped 7.8 cm from the distal tip. The catheter is non-functional. Conclusion: the flat spot in the catheter was discovered while attempting to introduce the guide wire outside the pt. It is unclear whether the catheter was damaged in the packaging, when it was removed from its packaging, or during preparation for the procedure. The MFR records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The hospital pulled a penumbra system reperfusion catheter 032 out of the package and put it on the back table. She tried to advance the guide wire through the catheter prior to putting it in the pt and it would not pass. The catheter was not used. Another catheter was used to complete the case.